Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received that patient has effective therapy.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-48071. It was reported that the patient experienced ineffective therapy. Diagnostic testing revealed high impedance on one lead. Surgery occurred during which the leads were explanted and replaced to address the issue. It is unknown which lead is related to the issue, so both leads are being reported.